Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device has been repaired, the parts discarded and the device will not be returning to zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routing shift check by a clinician, the device displayed a "discharge fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.